Manufacturer narrative:
Based on the current information provided, the root cause of the intra-operative complication cannot be determined or is unknown, yet it is possible challenges with use while resolving the system faults slowed the surgical team's response to stop the bleeding.. After the event occurred, an isi field service engineer (fse) reviewed the site's system logs and confirmed that subsequent procedures were performed on the da vinci system without any issues. The fse spoke to the site's robotics coordinator and verified that subsequent procedures were performed on the da vinci system with no further issues. The issue was resolved after reseating fiber cables and power cycling the system. No site visit was conducted by the fse. The system has since been working properly, and no additional action is required. If additional information is received, a follow-up MDR will be submitted. The tse reviewed the system logs while on the phone with the customer and noticed non-recoverable 41014 and 40067 errors, in addition to 23 communication errors. A review of the instrument logs for this procedure and all multi-use instruments used in the case have been used in subsequent procedures with the exception of the single-use instruments and the following instruments: 30 degree endoscope plus (part #470057-05; serial #(B)(4)), large needle driver (part #471006-12: lot #k10211018-0215), maryland bipolar forceps (part #471172-16; lot #k12210823-0195). This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted prostatectomy surgical procedure, the customer encountered non-recoverable faults displayed on the system. At that time, patient bleeding occurred. The user power cycled the system so the surgeon could control the bleeding. After reseating the fiber cables, the system performed as intended and the procedure went on and completed robotically. The source, cause, and severity of the bleeding are unknown. It is also unknown what medical/surgical intervention was administered to control the bleeding.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer encountered non-recoverable faults. The nurse called intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the non-recoverable faults happened twice and were approximately 15 minutes apart. The tse logged into the system and confirmed the faults were coming from the surgeon side console (ssc). The customer power cycled the system and the surgeon continued with the procedure. Approximately 15 minutes later with the tse still on the line, the fault occurred again. The tse recommended reseating the fiber cable from the ssc to the vision side cart (vsc). The customer stated that they were unable to do this due to the patient bleeding. The customer power cycled the system, so the surgeon could control the bleeding. The customer ended the call but then ended up calling back due to the system faulting again. The customer powered down the system, and then reseated the fiber cable on both ends. The customer then powered the system back on and "da vinci is ready" could be heard. The procedure was continued on robotically and completed as planned. The cause and source of the bleeding are currently unknown. In addition, the blood loss volume and how the bleeding was controlled are unknown. Isi has reached out to the site/surgeon to obtain additional information but has not yet received a response with additional information as of the date of this report.

Manufacturer narrative:
On (B)(6) 2022, intuitive surgical inc. (Isi) contacted the surgeon of this procedure and additional information was obtained about the complaint: the surgeon reported that the da vinci system "kept shutting off." The surgeon said there were no issues with the da vinci instruments, but there was a point in the procedure where the system shut off while the surgeon was suturing the dorsal venous complex (standard fashion). The surgeon reported that this event led to about 250cc's of blood loss. No transfusions were administered. The surgeon reported that the system shutting off issue was found to be caused by a bad connection of the blue fiber cables on the back of the surgeon side console (ssc).